Event description:
Customer reports excessive no delivery alarm after attempting a bolus delivery. Customer's blood glucose was 400 mg/dl, after attempting a correction bolus, customer's blood glucose was 500 mg/dl. Customer attempted to treat with a bolus delivery but received a no delivery alarm. Customer was not able to continue troubleshooting as she was in her vehicle. Customer will call back to complete troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.